Manufacturer narrative:
H.6. Investigation: the complaint investigation for false positive results with the bd sars-cov-2 reagents for bd max¿ system (ref 44500301) lot 0174743 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd max sars cov-2 indicated that the qc results met the specification for release and use. Customer reported several false positive in target n1 and provided only one example of run (run #3042 position b1) that was confirmed negative by the (B)(6) laboratory. Analysis of the curves show a fluorescence increase for the n1 target corresponding to a true but late and low amplification. The most probable cause is that the sample was a low positive sample, at the limit of detection (lod) of the assay ((B)(6) laboratory alternate methods) or an environmental contamination. It is not possible to determinate if all cases reported by the customer, correspond to the same root cause since only one run was sent. There is no complaint trend for false positive result for the bd sars-cov-2 lot 0174743. The root cause for the false positive result was not identified. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated. H3 other text : see h.10.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system; eua (B)(4); false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system; (B)(4); false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. There was no indication that results were reported out and there was no report of patient impact.